Event description:
It was reported that post-implant a laparoscopic realize adjustable band, the pt had a car accident and the port became disconnected. The tubing was off the port but the connector remained in place. A new port was placed. The pt came back with severe abdominal pain. A CT noted the tubing had become disconnected again. The port was in place, connector was locked in place and strain relief was in fascia. Tubing was in abdomen. A new port was placed on (B)(6) 2010. The pt is fine.

Manufacturer narrative:
(B)(4): info unavailable, device not returned for analysis.